Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was out of it the day before the report after the procedure. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they felt like the stimulation was driving them crazy, and they felt nauseated the day of the report. The patient also reported that their bladder felt like it was pumping out the urine and did not feel like they were able to empty their bladder completely. The patient lowered stimulation to see if it would resolve the issue. On (B)(6) 2018 the patient reported that the day before the call they had 3 leaks in one day when normally they might have one leak in a month. No further complications were reported.